Event description:
I had hernia repair surgery and since then have had extreme pain when coughing, sneezing, laughing, sitting, riding in the car, sleeping -cannot turn over- and walking for a period of time. I cannot lay on my back and lift my head. Dates of use: 2007 - 2008 still ongoing product. Diagnosis: giant incisional hernia repair.